Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal.

Event description:
It was reported that after the lead was implanted, bleeding was confirmed under the echocardiography. A few days later, another echocardiographywas taken, cardiac tamponade was confirmed. The physician suspected ventricular perforation. The lead was explanted.